Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inappropriate therapy was delivered due to a change in device diagnosis of the cardiac rhythm from supraventricular tachycardia to ventricular tachycardia. The sensing functions of the device were analyzed and found to be operating as intended. The device remains implanted and operational, and the physician plans to treat the patient medically. The patient is stable.